Event description:
It was reported that during a scheduled device changeout procedure, this right ventricular (rv) lead exhibited high out of range shock impedance measurements when connected to the new can. The physician opted to surgically abandon this lead and replace it. No additional adverse patient effects were reported.

Event description:
It was reported that during a scheduled device changeout procedure, this right ventricular (rv) lead exhibited high out of range shock impedance measurements when connected to the new can. The physician opted to surgically abandon this lead and replace it. No additional adverse patient effects were reported.